Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by loading a new cartridge and infusion set and then resumed insulin.